Event description:
Additional information received (B)(6) 2021 (email): issue discovered during testing. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Patient outlet fitting was very loose. The device failed lock-off leak test. The technician installed service kit and re-torqued patient outlet fitting. Still failed lock-off leak test. The reported issue was confirmed. The root cause of the reported issue was found to be faulty demand valve assembly. The technician replaced faulty demand valve assembly.

Event description:
It was reported the device had a high pressure condition and device was not cycling. Issue found during pre-use testing with no patient involvement.